Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's father reported via that the up arrow button had to be pressed very hard for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the up arrow button found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the vibration motor was found to be inoperable. The audible tone alarm mechanism was found to be operating appropriately and the pump could still alert the user of an issue.